Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the pump alarmed and when the chamber door was opened they noticed a bubble in the silicone segment of the tubing which was infusing precedex to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer complaint of balloon in the silicone pumping segment was confirmed per photo received by the customer. It was observed per picture received by the customer that the silicone segment tubing p/n 12088541had a ballooned bulge near the upper portion of the upper fitment p/n tc10008721. The root cause of the customer's report could not be identified.

Event description:
The customer reported that the pump alarmed and when the chamber door was opened they noticed a bubble in the silicone segment of the tubing which was infusing precedex to a patient. There was no report of patient harm.